Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the ats45 device was received with the firing mechanism damaged and without a cartridge loaded in the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the device lock-out (no staples deployed and no cut line started)? Or, was it not possible or difficult to remove the cartridge reload from the jaws of the device? If so, please explain. No staples line and cut line was started.

Event description:
It was reported that during the surgical procedure of laparoscopic appendectomy, the surgeon requested the endoscopic stapler (endopath ets-flex 45) and when using it the same did not release the load that had been attached.